Manufacturer narrative:
Follow up #1 date of submission 7/21/2011. Animas has conducted a review of the device history record for this pump on (B)(6) 2011 and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter claimed that the patient was admitted to the hospital with a blood glucose reading of 600 mg/dl. The patient allegedly had shortness of breath and was treated with IV insulin. Reportedly, the patient's doctor felt that the animas pump is not working accordingly. During troubleshooting, the reporter noted the following: the basal rate was set correctly. The connection was secured with no air bubble issues in the tube or cartridge. The insulin was last changed on (B)(6) 2011 at 12:45 pm. This complaint is being reported because the patient reportedly managed his diabetes with the animas pump and subsequently was treated for hyperglycemia in the hospital.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.